Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a 840 ventilator had a power loss and was operating on battery. Patient involvement is unknown.

Manufacturer narrative:
(B)(4). Inadvertently the initial med watch was submitted.